Event description:
A drager fse was contacted by the customer to assist in a device malfunction issue. Upon arrival, the fse received an unspecified notification about a pt injury occurred; no further details have been provided. In cooperation with the user facility's bme, the device has been subject to the specified pre-use check. This resulted in no findings. The pt tube system involved in the incident was not available to be included in the test.

Manufacturer narrative:
The log file indicates that several pt-related alarm situations occurred in the beginning of the procedure. Towards the end of the use cycle, the ventilation could be stabilized. No indication for a device malfunction has been found. To date of this report, MFR's attempts to gather additional info did not result in the provision of new details. If drager medical receives further info that enables a deeper investigation, a f/u report will be filed.